Event description:
In 2004, the pt underwent an endovascular procedure with two gore excluder aaa endoprostheses. On an unk date, a distal type I endoleak was identified. In 2005, the pt underwent a second endovascular procedure where a gore excluder aaa endoprosthesis contralateral leg component was implanted. The endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. Please note additional device implanted. Pxc 141000.